Event description:
Hill-rom received a report from the account stating the brakes are not locking (brakes were not holding). The bed was located at the account in ICU. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the brakes not holding due to the plastic on the brakes has worn off. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the brake caster to resolve the issue. Based on this info, no further action is required.